Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a right superficial femoral artery stenting procedure, there was a balloon rupture. The target lesion was 99% stenosed and heavily calcified. Due to the calcification, there was slight resistance felt during delivery of the fox sv, but it successfully crossed. However, during balloon inflation, a rupture was observed. The entire balloon was removed out of the pt with no fragments remaining inside the pt. Another fox sv was used successfully and the procedure was completed with the implantation of a non-abbott stent. There were no adverse pt effects reported. There was no add'l info provided.

Manufacturer narrative:
The customer reported the device was discarded. Without the device to examine, no determination can be made as to the root cause of the reported event. A review of the finished device lot history record did not reveal any non-conformity, which could have contributed to this complaint.